Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated lot number d4, concomitant product/therapy c2/d10, and additional MFR narrative h11. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Updated initial reporter email e1.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device presented fluid loss due to hole in the balloon. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device presented fluid loss due to hole in the balloon. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated lot number d4, concomitant product/therapy c2/d10, and additional MFR narrative h11.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device presented fluid loss due to hole in the balloon. The aus was explanted and replaced. There is no additional information reported.